Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As no serial number was provided we are not able to complete a device history record review. Though a definitive root cause could not be determined, investigation believes the following caused this event: the sdi cable was broken because the image was imaged by adjusting the sdi cable. However, the cause of the sdi cable failure could not be identified but was likely due to physical failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
It does not appear the device will be returned. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
It was reported, the evis exera iii video system center was experiencing an intermittent loss of image. There was no patient harm or consequence reported as a result of this event.